Event description:
Allegedly the revision surgery was done as there was no fusion observed in the pt bone.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
The initial MDR (#1043534-2014-00156) was filed for revision of the implant due to non union. Further information was obtained and it was identified that the implant was revised after successful bone fusion. This is the final supplement for correcting this information.